Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The bmw guide wire referenced is being filed under a separate medwatch report number. Evaluation summary: the device was returned for analysis. The detachment was able to be confirmed. The reported stretch was unable to be confirmed due to the condition of the returned device. The reported difficult to remove was unable to be replicated in a testing environment as it was based on operational circumstances. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. Manipulation of the device resulted in the reported stretch and ultimately resulted in the reported coil/core detachments. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that procedure was to treat a moderately tortuous and moderately calcified right coronary artery that was 70% stenosed. An unspecified balance middle weight (bmw) guide wire met resistance with an unspecified balloon catheter during advancement. Therefore, a 014 iron man guide wire was used as a buddy wire; however, the iron man guide wire became entangled with the bmw guide wire during removal. The iron man guide wire coil then unraveled and the tip separated outside the anatomy when it was removed independently. The bmw guide wire was removed after the procedure was completed and it was not damaged. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.